Manufacturer narrative:
The customer performed troubleshooting procedures on the alinity c processing module, serial number (B)(6). However, no definitive part was identified as the issue. The instrument service history review revealed no additional tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number ac01928 was identified.

Event description:
The customer reported falsely elevated magnesium generated from alinity c processing module and provided the following data: sample ID (B)(6) initial result was 3.9 mmol/l and repeat result was 0.84 mmol/l. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium generated from alinity c processing module and provided the following data: sample ID (B)(6) initial result was 3.9 mmol/l and repeat result was 0.84 mmol/l. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.